Event description:
This device case, reported by a non health care professional who contacted the co with a product complaint, concerns a pt. No medical history was reported with this complaint. The pt was not receiving any concomitant medication. The pt has been using a pen injection device (humapen ergo - opaque cartridge holder) to deliver 25% insulin lispro solution/ 75% insulin lispro protamine suspension (humalog mix 25). In 2002, the pt was hospitalized with high blood sugars up in the 30s. The pt normal blood surgars are normally between 6-9. The hosp advised the pt that this may have been caused by their humapen. The pt examined the pen and has found one broken engagement tab. The reporter states that the pt started using this pen six weeks ago and that they had been fine up until then. The reporter states that two hours after tea, the pt would be really low and that family members/friends said that pt had not been their self for a little while. At the time of reporting the pt outcome was unk but the reporter stated that the pt's blood sugars were still unsettled. The pt is due to see their diabetes specialist nurse soon and may change their insulin. Action taken with 25% insulin lispro solution/ 75 insulin lispro protamine suspension is unk. The pen is due to be returned for further analysis. The event was not assessed by a health care professional. Jul-2002: pharmaceutical delivery systems preliminary comments: the manufacturer will perform a detailed investigation on the complaint device when the device in question is received by the manufacturer.